Manufacturer narrative:
Date of birth: requested, unknown. Ethnicity: requested, unknown. Explanted date: device was not explanted. Phone number: unknown. Occupation: interventional radiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that stated that upon deploying the involved angio-seal device footplate into the vessel and pulling back on the device the footplate removed from the device and was lost in the artery. Manual pressure was held. The patient still had pulses and there was no injury or health risk identified by the physician. The patient was in stable condition. The procedure outcome was positive. Medical or surgical intervention was not required. Additional information (B)(6) 2022: procedure performed on the patient was a hepatic embolization. A 6fr. Sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The footplate pulled off the device as the physician was setting the plug (pulling back on device). There was no disease present in the access site artery. There was no additional force pulled during deployment. It has been confirmed that the anchor was left in the patient and the collagen was deployed. The device, including the string and plug pulled out of the patient, the plug was missing. No testing was performed, the doctor checked to make sure pedal pulses were present and they were. The location of the anchor is in the right common femoral artery.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct the section e, to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned sample included the polyfoil pouch, arteriotomy locator, mutilated hemostasis sheath and carrier tube assembly components. The returned sample was covered in blood-like substances. The returned sample as subjected to visual analysis. No anomalies were noted with the dilator. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The sheath shaft was cut through just below the hub and all the components including the carrier tube shaft, tamper tube and suture were returned. The distal end of the carrier tube was cut and mutilated. There was a longitudinal cut on the sheath shaft from distal tip all the way to letter 'a'. While inspecting the sheath, the anchor fell from the inner lumen of the shaft. No part of the suture was attached to it. The collagen on the suture knot appeared torn and not tamped. Suture knot ends were observed under the microscope and one end appeared broken and the other end appeared to be cut. Based on the state of the returned device, the complaint could be confirmed for a pullout. The likely cause of the issue could be a non-deployment pullout. Since it was alleged that the anchor was lost when deploying the foot plate and it is found with in the inner lumen of the sheath shaft, it very likely didn't release an intended. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).